Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a guidezilla guide extension catheter. The device was bloody. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection revealed tip damage (flattened), a complete separation at the collar/shaft with the ptfe pulled out of the collar, and partial separation of material in the collar. Inspection of the rest of the device found no other damage or defects.

Event description:
Reportable based on device analysis completed on 09mar2021. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A guidezilla guide extension catheter was advanced but could not cross the lesion. The device was removed and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed a complete separation at the collar/shaft with the ptfe pulled out of the collar, and partial separation of material in the collar.